Manufacturer narrative:
The insulin pump was received with no act button response due flattened button domes witch. The connector on the lcd board was inspected and no anomaly was noted. The insulin pump has minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Diabetes clinical manager reported via phone call that the act button is hard to press. No significant events leading to the keypad issue. Blood glucose value was 165 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.